Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient also experienced right-sided capsular contracture: (unknown grade), and wound dehiscence. As a result patient underwent right sided capsulectomy and implant replacement with cat#: 3503501bc, sn#:(B)(6), and the wound was washed out, and the wound was closed. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Information received with the device stated that the right deceive serial number is 9387409-033. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 10, 2022 indicated that only the right side was replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 29, 2021 stated that the mammogram examination reported left sided breast mass. Device evaluation completed on november 29, 2021: visual analysis of the returned sample determined that the sm mpp gel 350cc breast implant was found to have a tear on the posterior view, measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who an unspecified breast augmentation with a mentor memorygel, 350cc breast implant experienced spontaneous right sided rupture post procedure. The rupture was discovered during intraoperative examination. As a result, patient underwent replacement with another mentor silicone prosthesis on (B)(6) 2021.